Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation. Reportedly neither the programmer nor the charger can locate the ipg. The charger has all flashing yellow lights and the programmer has "comm error 2501". The sjm cs met with the patient and was unable to communicate with the ipg with both the patient's charger/programmer and an extra charger/programmer. The patient wa referred to her surgeon for an ipg replacement.